Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system detected a gradual rise in shock impedance measurements, ultimately greater than 125 ohms. Technical services was consulted and discussed troubleshooting. The patient was brought into the office for further evaluation. Shock impedance measurements were measured several times, all displaying measurements within acceptable limits. Commanded shocks were not performed. The patient will continue to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.